Manufacturer narrative:
Investigation results: visual inspection: the provided explant (nr432z) shows several signs of wear. In addition, the screw of the extension shaft is broken at the thread. The fixing screw for the extension shank has broken off at the thread, the broken end has remained in the screw nut. Both the dorsal side of the femoral box and the dorsal side of the shaft have pressure points that indicate a leverage effect of the shaft. The dorsal side was under compression and the ventral side was under tension. After the screw break, a piece of the shaft was broken off;, the broken piece is not available. The fracture surfaces do not show any material defects or abnormalities such as foreign body inclusions or cavities. Both fracture surfaces show signs of a fatigue fracture. Furthermore, bone cement was unfavorably found in the box. This was positioned so awkwardly that the path of the hinge was severely restricted and therefore could not be moved to the end position. This creates pressure on the shaft each time, which has led to the fatigue fracture of the screw. Batch history review: the device history records have been checked for all leading device(s) lot numbers and the products found to be according to specification valid at the time of production. There are no similar complaints against the same lot number. Conclusion/preventive measures: based on the current information, excess bone cement was not disposed of as directed in the electronic instructions for use (eifu) (aesculapag reference no. (B)(4) change no. Ae0061094). The reported failure or deviation could be confirmed. This led to a path limitation of the hinge and thus a constant transmission of force to the shaft, which then led to the breakage. A material or manufacturing problem can be excluded. Based upon the investigation results, a CAPA is not required.

Event description:
It was reported that there was an issue with nr432z - as femur extens.stem 5° d12x177 cem.less. According to the complaint description, postoperatively a fracture of the nut/groove was suspected between the femoral component and stem. A revision surgery for the patient had been scheduled for (B)(6) 2025. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - adverse event (not later than 30 days). The assessment for the reportability of this adverse event was based on the patient harm, revision surgery. Additional information was not provided nor available. The adverse event is filed under aesculap ag reference no. (B)(4). Associated medwatch report: nr432z - as femur extens.stem 5° d12x177 cem.less (aesculap ag reference no. (B)(4) involved components: nr194z - as tibia offset stem d12x92mm cemented (aesculap ag reference no. (B)(4)) nr860z - as enduro locking nut f/rotation axis (aesculap ag reference no. (B)(4) nb028z - as enduro tibia hemi-wedge t1 16mm rm/ll (aesculap ag reference no. (B)(4) nb011z - as enduro tibial comp.offset cemented t1 (aesculap ag reference no.(B)(4) nb038z - as enduro tibia hemi-wedge t1 16mm rl/lm (aesculap ag reference no. (B)(4) nr882z - as enduro meniscal component f2 14mm (aesculap ag reference no. (B)(4); 9610612-2025-00026) nb018z - as enduro femoral component cemented f2r (aesculap ag reference no.(B)(4) nr378z - as enduro fem.spacer post/dist f2 8x4mm (aesculap ag reference no. (B)(4) nr378z - as enduro fem.spacer post/dist f2 8x4mm (aesculap ag reference no. (B)(4).